Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/20/2016 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2016 and the last bolus delivery, a 2.5-unit bolus, on (B)(6) 2016 at 09:05. The pump was determined to be delivering accurately until the last date of use evidenced by the basal & bolus deliveries adding up appropriately to equal the total daily dose amount. On investigation, the pump passed delivery accuracy testing and was found to be delivering accurately within the required range. There were no occurrences of delivery interruptions, errors, alarms or warnings during the investigation. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display was noted to be discolored and the battery compartment was found to be cracked above the bumper pad. (B)(4).

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The inaccurate delivery issue was unspecified by the reporter. The reporter was unwilling/unable to comply with troubleshooting of the pump with animas customer technical support. This complaint is being reported because the unspecified inaccurate delivery allegation remained unresolved. There was no indication that the product caused or contributed to an adverse event.